Manufacturer narrative:
The customer collected the tgaby ii samples in lithium heparin plasma tubes. The low level tgaby ii qc was out of range high on the day of the event. The high level qc was within the customer's established ranges. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously elevated, above the normal reference range, thyroglobulin antibody ii (tgaby ii) results generated by the unicel dxi 800 access immunoassay system for two patients. Subsequent testing produced results within the normal reference range for both patients. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.